Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal episode and presented in the emergency room on (B)(6) 2019. Upon testing, the right ventricular lead exhibited high, out-of-range pacing impedance. No interventions were performed and the lead remained implanted. The patient was stable and would be monitored.